Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During implant procedure, lead exhibited high thresholds masked by the rvr of 150bpm. Physician did not want to pace any higher and decided to continue with the implant. Pocket was closed and physician began av node ablation. Thresholds remained high and the pocket had to be reopened for lead revision. Lead was repositioned and left actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.